Manufacturer narrative:
A (B)(6) field service engineer (fse) requested customer to change batteries prior to visit. However, when the fse has arrived on site for the evaluation the batteries were not fully charged. As a result the fse has replaced the batteries. The fse completed the preventive maintenance (pm) with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) shutdown because of battery related issue. This occurred during use on a patient, however there was no patient injury or harm reported.